Event description:
The account alleged the head hi/low hydraulic cylinder is leaking fluid.

Manufacturer narrative:
The technician found the head end of the sleep deck was drifting due to the head cylinder leaking. The technician replaced the cylinder to repair the stretcher.